Event description:
Levophed drip was running for hypotension, which was increased multiple times and blood pressure was not improving. While looking at the pump staff noticed it was barely dripping in the chamber. Pump was changed out, first one sent for service. While on the new pump the drip was decreased to half of the previous rate.